Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery pack would not charge. The patient was provided with a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) was completed. The reported problem (won't charge batteries was confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to a broken l4 inductor on the charger pca board. The root cause for the damaged l4 component could not be positively identified, but the damage likely resulted from the charger impacting a hard surface. No adverse event resulted from the defective l4 component. The patient received a replacement battery charger.